Manufacturer narrative:
The information provided to date indicated that the xenograft remains implanted and not available for evaluation. Therefore, a comprehensive re-review will be conducted of the manufacturing records, sterilization run reports, environmental monitoring results, quality control / assurance reviews and release, and the complaint database for related complaints, once the unique identifiers are provided to rti.

Event description:
Rti surgical, inc (rti) received a complaint notification on 08/22/2017 indicating that a patient underwent implantation of a fortiva porcine dermis on an unknown date, as part of a hernia repair clinical study. On (B)(6) 2016, the patient developed a wound infection (unknown type of treatment if any). Additional information has been requested. To date, rti has not received any additional information.

Manufacturer narrative:
Methods: the xenograft was not returned for evaluation. Therefore a comprehensive re-review of manufacturing records, sterilization run reports, quality control/assurance reviews and release, and the complaint database for related complaints associated with the lot was conducted. Results: no departures were noted during records re-review for the lot. Xenografts manufactured from lot mp144801, underwent a validated sterilization methodology: tutoplast, which includes terminal sterilization by gamma irradiation after packaging. Serial ID (B)(4) met all rti/tmi specifications and release criteria prior to distribution. To date, rti/tmi has manufactured and distributed a total of 49 xenografts from lot mp144801 without related complaints. Based on our records re-review and the complaint information provided to date, it is more plausible that the patient's post-operative complications were associated with an event or source extrinsic to the xenograft implant.

Event description:
Additional information was provided to rti indicating that the patient was treated with keflex (B)(6) 2016 - (B)(6) 2016), ciprofloxacin (B)(6) 2016 - (B)(6) 2016) and silvadene (B)(6) 2016 - (B)(6) 2016).

Event description:
On (B)(6) 2017, rti surgical received the unique identifiers for the fortiva porcine dermis implanted in the patient.